Manufacturer narrative:
Follow up has been initiated to clarify whether the device is available for evaluation. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Event description:
As reported, while trying to withdrawn a blood sample for abg (arterial blood gas) test, this vamp jr disconnected at a non-mobile joint, between the plunger and the one-way stopcock, resulting in an approximately 5-10ml blood loss and system becoming opened to air. The proximal line was immediately clamped by the bedside rn (registered nurse). Customer alleged there was no tension on either side of the plunger, or patient movement that could have potentially contributed to the issue. There was only a small hemoglobin decrease following the event, but no blood transfusion was needed. There was no long term complications. The product was available for evaluation.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
It was further informed that patient demographics were unable to be obtained. The disposable pressure transducer with vamp junior was received by our laboratory for a full product evaluation. As received, the pressure tubing had been completely detached from bond joint with vamp jr. Proximal stopcock. Indication of bonding material was evident on tubing bond surface area of the tubing. The tubing outer diameter measured near the point of detachment was within specification. Finally, no other visible damage was observed from the kit. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Based on further engineering investigation performed, the root cause of the tubing detachment failure mode is related to the manufacturing process. A product risk assessment was performed and CAPA is being implemented. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.